Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized and was currently in the intensive care unit with diabetic ketoacidosis and high blood glucose of 594 mg/dl. Mother reviewed the alarm history and verified the insulin pump had an off no power and a bad battery alarm while the customer was sleeping. Call was transferred to arrange the insulin pump replacement.